Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd 3ml ll safetyglide¿ needle the scale marking were discovered to be defective. The following information was provided by the initial reporter: it was reported, spontaneous; pt reported she was not able to use syringe due to it being defective [the printing was warped and she couldn't read it]. No missed doe or adverse event reported.

Event description:
It was reported that prior to use with bd 3ml ll safetyglide¿ needle the scale marking were discovered to be defective. The following information was provided by the initial reporter: it was reported, spontaneous; pt reported she was not able to use syringe due to it being defective [the printing was warped and she couldn't read it]. No missed doe or adverse event reported.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.